Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. This oversensing resulted in inhibited pacing. The patient was reportedly symptomatic to the loss of pacing, but specific patient consequences were unknown. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable following procedure.

Event description:
New information received notes that the right ventricular lead exhibited insulation damage.